Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated, the product met release criteria. The account indicated, the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine, acceptability per the lens model and diopter. Information was provided, that the company lens(1.50cyl), 16.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal, 15.5 diopter lens model. The account indicated, the product was not available to evaluate. Additional information was provided, that in the surgeon's opinion, the product did not cause or contribute to the event. It was reported, the surgeon believed, "subjective visual concerns. Patient's visual acuity was great, just couldn't adjust to the modality of the multifocal". Due to the exchange of a toric multifocal lens to a non-toric monofocal lens. This may suggest, that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence, has been performed in an attempt to obtain further information on this event. File will be reopened, if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced va flux, cloudy va, unclear and clinical reason for explant being subjective visual disturbance. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that pt underwent a yag in jan 2023 and the lasik march of 2023 in the left eye after the initial implant. These procedures were done to see if they would alleviate patients complaints with her left eye, after much consideration, it was agreed upon that an iol exchange to a monofocal iol was her best option. In the surgeon's opinion what caused the event was subjective visual concerns, patients visual acuity was great, she just couldn't adjust to the modality of the multifocal. Lens was exchanged with a non company lens. Symptoms resolved. Surgeon's prognosis was, so far she's only been seen on 4/3 for the 1 day post op, healing well, but not enough info yet.